Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information requested. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: this complaint involved four (4) different patients. A separate FDA form 3500a has been completed for each patient. Reported to the FDA on november 13, 2015. (B)(4).

Event description:
It was reported that a patient developed an infection on their knee after wearing aquacel ag surgical hydrofiber dressing. The physician explained that after knee surgery the dressing was changed on the third post-operative day by the resident physician who also discharged the patient home. During the follow-up appointment; the physician noted that the patient had developed an infection on the knee. It was further reported that this occurred with a total of four patients. The physician reports that he referred these patients to a local plastic surgeon for further treatment. He also added that he does not believe the product was responsible for the infections.